Event description:
The surgeon found it impossible to finish the priming process because the communication between the rf print and the foot pedal was interrupted. It was impossible to establish the connection by cable/wire. The same warning message occurred when the device was restarted. The patient was already under anaesthesia but the surgery had to be aborted due to this incident.

Manufacturer narrative:
The log files for the unit have been requested by d.o.r.c. For investigation. Currently, the product is still to be returned to dorc for investigation. No appropriate corrective/preventative actions can be taken until the investigation is completed. The incident is still under investigation and a final report will be submitted in due course.

Manufacturer narrative:
With regards to this complaint, the eva surgical system was investigation on location by dorc's technical specialist. Investigation revealed that the eva surgical system could not pass priming due to a defective rf pcb for the foot switch. Therefore the foot switch could not connect to the eva surgical system and the reported error messages were triggered on the eva screen. The defect was resolved by replacing the rf pcb. Hereafter the eva surgical system functioned within specifications. DHR review did not reveal any anomalies and confirmed the unit was released according to the release specification. Review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint up. Furthermore, no similar issue has been reported after exchange of the rf pcb. Based upon the investigation performed it was determined that this event can be attributed to a random component failure of the rf pcb for the foot switch. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment.

Event description:
The surgeon found it impossible to finish the priming process because the communication between the rf print and the foot pedal was interrupted. It was impossible to establish the connection by cable/wire. The same warning message occurred when the device was restarted. The patient was already under anaesthesia but the surgery had to be aborted due to this incident.

Manufacturer narrative:
The log files for the unit and the affected module have been requested for investigation by d.o.r.c.

Event description:
The surgeon found it impossible to finish the priming process because the communication between the rf print and the foot pedal was interrupted. It was impossible to establish the connection by cable/wire. The same warning message occurred when the device was restarted. The patient was already under anesthesia but the surgery had to be aborted due to this incident.